Event description:
The user facility reported that a portion of the guidewire coating was sheared off during a procedure to place a central catheter line. Reportedly, two pieces of coating were "shredded" during insertion of the glidewire through a "bare metal needle." Follow-up information from the user facility confirmed that: another physician was called into the or & spent 6 hours to remove the 2-pieces of detached material using a snare device, one of which was found in the lung; the procedure was completed successfully; the patient is reported to be in "stable" condition; and the user is aware that the labeling for the glidewire clearly states not to use with a metal needle.

Manufacturer narrative:
Results- based on evaluation of user facility information; based upon evaluation of reserve samples. Conclusions- based on evaluation of user facility information; based upon evaluation of reserve samples. The involved device has not been returned for evaluation. Therefore, the failure investigation was based on assessment of user facility information and representative retained samples. Inspection and testing of the retained samples found no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined based upon the available information, the event description is consistent with damage to the polyurethane coating due to manipulation of the glidewire against a hard, sharp surface (such as the bevel of the metal entry needle through which the guidewire was reportedly advanced). The potential for this type of event is addressed in the device labeling, which states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).